Event description:
It was reported to us that urinary drainage bag tubing was not draining properly and that the tubing has to be "milked" every couple of hours - whether there is mucous/sedimentation or not.

Manufacturer narrative:
We discontinued purchasing this product on july 21, 2011 and we discontinued providing the product to cypress customers in feb 2012.